Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative(s). "(B)(6) from the rt department called. She stated that this unit will not alarm. I asked her what she meant by that. She said that her boss told her to call in and get a service call under their total service contract because the unit isn't alarming. This is all the info she has and she refused to find out more."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility rep. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep evaluated the device for the reported alleged event and was not able to reproduce the reported alleged failure thus was not able to identify a root cause in this alleged event. The carefusion field service rep ran the device through a complete checkout to ensure it meets all factory specs. Upon completion the device was returned to the customer ready to be placed back into service. As the reported event could not be reproduced, carefusion considers this to be an isolated incident. This device failure appears to be an attempt by the customer to drive an immediate service response from carefusion. Carefusion escalates all events associated with alleged alarm failures due to potential pt impact.